Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device would not follow the volume settings. The device alarmed a hardware low level failure and pump error during self-test. The device failed the self-test and fill cannula was not recorded in the daily history. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No the motor arm cannot communicate with the main arm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low-level failures alarm (variable 3) confirmed in the device history due to broken pin 6 trace (sda) on keypad assembly.